Manufacturer narrative:
Initial and final MDR (B)(4)- MDR . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient went to the emergency room (ER) on (B)(6) 2026 after experiencing fifteen to twenty infusion set leakage events, which led to hyperglycemia. The event occurred three or more hours after insertion at the abdominal site. The infusion set had been in use for five to ten minutes before removal. The patient's blood glucose level was 526 mg/dl at the time of the event, and ketones were present. Treatment included intravenous fluids, saline, insulin, and potassium correction via multiple daily injections (mdi). The patient was discharged from the hospital on (B)(6) 2026. Following discharge, the patient replaced the infusion sets and successfully resumed insulin therapy. No further information available.